Event description:
It was reported that the power cord of the communicator has a melting liquid. A boston scientific technical services (ts) referred the patient to the clinic for communicator replacement. No adverse patient effects were reported.